Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 87% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4): 5076 implantable pacing lead 2005-(B)(6), 4194 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depeltion. The device was explanted and replaced. No patient complications have been reported as a result of this event.